Manufacturer narrative:
Inratio2 precision data provided by end-user: 1st inr: 7.2, 2nd inr: 1.5, mean: 4.35, sd: 4.03, %cv: 92.66. Analysis of customer's data revealed that repeated inratio2 test result comparison did not meet precision criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Retained strip testing performed on 07/20/2011 revealed that result comparisons met precision criteria. Investigation results for retained strip lot #243104: donor 74: 1st inr: 2.1, 2nd inr: 1.9, 3rd inr: 2.0, mean: 2.00, %cv: 5.00. Donor 75: 1st inr: 3.6, 2nd inr: 3.7, 3rd inr: 3.7, mean: 3.67, %cv: 1.57. %cv for both donors are less than 16% and meet the criteria for precision. No further investigation will be pursued at this time. (B)(4). Action threshold of (B)(4) was reached. Strip lot #243104 has strip code z45bu with brick lot #246544, which was split into two different lots (243104 and 251117). (B)(4). Due to this low occurrence rate, below the total action threshold of (B)(4), no further action is required. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller (patient's daughter) alleged imprecision with patient's inratio2 meter versus nurse's inratio2 meter. Results as follows: date: (B)(6) 2011, inratio2: 7.2 (patient's meter); 1.5 (nurse's meter). Patient's therapeutic range: 2-3 inr. Patient just came home from the hospital a night prior to inratio2 testing. She had been given IV fluids, but those ceased two days prior to testing.